Event description:
The complainant reported that the door release on the automated impella controller was jammed. The device was removed from service as a result of the noted issue. A loaner was onsite for patient support as needed. There was no patient injury as a result of the reported failure.

Manufacturer narrative:
The impella device was returned and evaluated. The console was confirmed for contamination and jammed at the purge door push button.